Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not receiving insulin flow blocked alarm and the customer felt the insulin pump was under delivering as the customer had high blood glucose level. The customer¿s blood glucose level was 13 mmol/l at the time of incident. The customer¿s current blood glucose level was 19.2 mmol/l. The customer was feeling nauseous because of high blood glucose level. The customer performed hp test and it failed. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, cracked retainer and minor scratched lcd window.